Event description:
It was reported to medtronic minimed that the customer experienced a crack on the base of the pump by reservoir window. The damage to the pump. The customer reported no adverse event. The event involved product(s) pump mmt-512lnal. Troubleshooting was not performed and confirmed the damage. No harm requiring medical intervention was reported. Product return was requested for mmt-512lnal and customer response was the pump mmt-512lnal was returned for analysis.

Manufacturer narrative:
Unit received with frozen screen at start up. Unable to perform the displacement test and self-test due to frozen screen. Cut and open to perform visual inspection found moisture damaged lcd board, mother board and motor during visual inspection. The test reservoir locked in place properly and no anomaly noted. Unit had scratched case, cracked reservoir tube lip, stained address/serial number label, missing end cap sticker, cracked reservoir tube window, cracked case reservoir tube widow corner. Frozen screen due to moisture damage electronic assembly and cracked reservoir tube window confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.